Manufacturer narrative:
An evaluation of this failure mode from the design failure modes and effects analysis of this product, that the use of the product in a manner likely to cause adverse health consequence is improbable. The root cause of this complaint cannot be identified, since the device was not returned.

Event description:
The patient contact nephron pharmaceuticals corporation regarding a product complaint associated with the ez breathe atomizer on (B)(6) 2013. She reported that the atomizer failed to produce an aerosol mist during an episode of respiratory distress, and she required medical treatment at the emergency room. She added that she cleaned the atomizer according to the company's instructions. Multiple attempts were made to reach the customer via telephone unsuccessfully.